Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence

Event description:
It was reported that the patient experienced hyperglycemia of unclear cause while using the ilet system, and the family contacted support regarding an urgent supply shipment that was delayed and subsequently delivered. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education completed with no alerts or alarms reported and no hospitalization. Investigation included review of device use and support interactions. Investigation of this case revealed no device alarms or malfunctions and no device component issues were identified, while the clinical cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.